Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension and a pericardial effusion with cardiac perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. There was a lot of manipulation of the sheath around the right inferior pulmonary vein (ripv) when trying to wire the vein, and the atrium was big, so the tissue was thinner. The catheter had a spline bunching issue, so it was being replaced when the staff noticed a drop on the blood pressure. A pericardial effusion was found, it was attempted to solve the issue by draining the blood, but the issue persisted, so the patient was taken for cardiovascular surgery to solve the event. The patient left the operation room in stable condition, was admitted to the hospital, and is expected to fully recover. The device is not expected to return as it was disposed.